Manufacturer narrative:
(B)(6) (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that the patient underwent the surgery due to plid(lumbar intervertebral disc prolapse) on (B)(6) 2015. During the surgery, there was one screw found slipped and could not be used anymore. The surgeon had to change another product to complete the surgery. The patient's current status is normal.

Manufacturer narrative:
Additional information: product analysis :macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. Functional evaluation with a sample mas found the implant unable to be fully engaged into the mas head. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.